Event description:
It was initially reported that the implantable neurostimulator (ins) battery light was flashing on the programmer. It was stated, the ins might need to be replaced. The patient would have an appointment with a doctor in two days after the report. Two days later, it was reported that the ins battery voltage was at 2.23v. Longevity calculation was performed to estimate ins battery life. Based on the settings at the time of the report, the estimate was 15 months to end of life (eol), but previous settings were unknown at the time of implant. It was later reported that the patient was getting the ins replaced one day after the report with a rechargeable ins. Her impedances were good and her coverage was good. It was further reported that there was no malfunction of the device and that the patient was doing well. It was later stated that the patient had had 4-5 stimulators since 2005 and that the stimulators were supposed to last 5 years. It was later reported that she was on her 4th or 5th ins. She was told these ins would last up to 5 years but they all had only lasted 2.5-3 years. For the information on the patient's other issues, see manufacturer's reports #3004209178-2014-05910 and 3004209178-2010-00559.

Manufacturer narrative:
Product ID 7435, serial# (B)(4); product type programmer, patient product ID 3 888-33, lot# j0519407v, implanted: 2005 (B)(6); product type lead product ID 748925,# serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 748925, serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 3888-33, lot# j0455250v, implanted: 2005 (B)(6); product type lead. (B)(4).